Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5034973/5034971, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed hematoma secondary to a multiple non device related fall. It was reported that the pocket area was extremely swollen and had a scab on top of that incision. The patient underwent an explant procedure. It was noted that ton of pus came out from both pocket and lead site incision. The physician believed that the infection was device and fall related as the incision was broken on one of the patients fall. The patient was administered with intravenous antibiotics, and was doing fine postoperatively.